Event description:
Patient was hospitalized for hyperglycemia. Patient woke up with a blood sugar of 423 and vomiting. Patient reports gave self additional insulin utilizing pump but blood sugar remained high. Patient then changed infusion set and noticed the cannula was kinked. Despite giving insulin injection, blood sugar remained high and went to the hospital, they were admitted. Suspect device was being worn at the time. Device passed all technical inspections.